Manufacturer narrative:
Device was used for treatment not diagnosis. Bednar, d., al-harran, h. (2004) nonbridging external fixation for fractures of the distal radius. J can chir, vol. 47, no 6, pp: 426-430. This report is for an unknown external fixator pin. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: bednar, d., al-harran, h. (2004) nonbridging external fixation for fractures of the distal radius. J can chir, vol. 47, no 6, pp: 426-430. The purpose of this study was to assess the feasibility of using standard components from the small ao external fixator set to support fractures of the distal radius with a construct incorporating distal fixation in the periarticular radius fragment that would allow for primary mobilization of the wrist joint during fracture healing. Approx 12 consecutive patients separated into 2 groups with fractures of the distal radius were treated with components (specifically pins) from the standard ao small external fixator set between 2000 and 2001. The control groups consisted of 3 females and 3 males with a mean age of 58 years, and the study group consisted of 3 males and 3 females with a mean age of 55 years. Two cases of pin-site infection developed, 1 in each group. Both occurred at proximal pins inserted into the intact radial shaft within the first 3 weeks of treatment, and both resolved rapidly with oral antibiotic therapy (cloxacillin). One control patient had mild carpal-tunnel symptoms perioperatively, which resolved within days. One patient in the study group had fracture through the proximal pin site on the radial shaft after a fall some 2 weeks after surgery. This report is for an unknown external fixator pin. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 04/26/2017, it was decided by management that the date of awareness should be the date the article was reviewed and deemed a reportable event by a customer quality specialist, which was 03/24/2017.